Manufacturer narrative:
Document review: amistem h cementless stem size 1 lat: ref 01/18/141/lot 140767 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) items belonging to this lot have been already sold without any other similar issue. From the data collected, there are no evidences that the event is device related.

Event description:
Imp ref# (B)(4).